Event description:
It was reported per the account that the cutter was used during a case and the tip of the cutter broke off. The surgeon allegedly had to do an x-ray for retrieval. Another device was immediately available for use and the procedure was completed successfully. There weren't any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.